Manufacturer narrative:
The medical device problem code was updated. The provided sample foam detection images showed that the sample had a sample quality issue and a film with particles was visible across the sample surface. The investigation did not identify a product problem. The root cause was due to an issue with the sample quality.

Event description:
We received an allegation about discrepant results for 1 patient's sample tested with elecsys troponin assay on a cobas e801 immunoassay analyzer. Initial result: 7.10, 1st repeat result: 13.60, 2nd repeat result: 5.20, the units of measurement were not provided.

Manufacturer narrative:
The troponin reagent lot number and expiration date were not provided. The investigation is ongoing.